Event description:
It was reported that the dr placed piece of surgiwrap in a cancer pt during a partial colon resection. At one month post op the pt presented with a large abdominal abscess. The dr went back in to remove the abscess and found portions of surgiwrap scattered throughout the surgical site. Pt is doing well after the abscess was removed.